Event description:
Brush head came off in mouth...broke off - oral-b [device breakage]. Case narrative: a father via phone reported that last night the oral-b toothbrush head came off/broke off in his daughters mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.